Event description:
Customer reports that she tested her blood glucose at 9:00pm, but could not provide the result. She reports taking her normal 8 units of lantus at that time. She reports that at 2:00am she was unresponsive and that her device would not give a result. Customer reportedly received a glucogon shot from her caretaker and at 2:45am was aware enough to drink juice. At approx 3:10am the caretaker was able to get the device to produce a result, 32mg/dl. The customer reportedly ate more and tested 184mg/dl at 3:30am. No strip info provided no quality controls were used. Customer discarded device prior to calling MFR. Replacement was sent.